Event description:
While transferring the patient from the bed to the or table the skytron patient positioner manufacturer # 508-0089 s/n:(B)(6) just tore apart and the patient's feet went straight through the padded positioner straight to the floor and the patient was in a standing position. We assisted the patient back to the patient's bed that she arrived in and got another skytron patient positioner and attached that to the foot of the bed. No patient harm noted.